Event description:
A nursing assistant was using the co's pt lift to transfer a resident from a wheelchair to the bed and the sling broke in two places and the resident fell to the floor. Resident hit head and complained of left leg pain. Resident transferred to hosp ER for evalulation.